Event description:
It was reported a volume delivery of 18.65 and 18.51 per 20ml. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage. There was no evidence of the reported problem recorded in the event history log. The customer reported problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No problem found. The root cause of the reported problem was unknown. No corrective actions were performed as no problem was found. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: correction: h4: mfg. Date. 01-feb-2002 correction: d4: model number: 6400.